Event description:
It was reported that the insulin pump alarmed no delivery and bolus amount exceeded. The customer declined troubleshooting for the no delivery alarm. The customer's blood glucose was not obtained. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).